Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp placed to support a cardiomyopathy patient. The pump was supporting for just under six hours when it was explanted and replaced due to a sensor failure. There was no reportable patient harm.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Upon review of data logs, clinical details and returned product, it is apparent that the console is the potential cause of the issue. Please refer to complaint (B)(4) for an investigation into the console.